Event description:
It was reported that the plunger sensor is not registering any sensors they put on it and the device had a force sensor issue. Recalibration did not help. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective plunger cable and printed circuit board (pcb) were found. The customer's problem was replicated. The plunger cable and pcb were replaced to fix the issue.